Event description:
It was reported that during the implant procedure, on retracting the helix to re-position in the right ventricle, fluoroscopy showed the helix never returned back from fully extended. Approximately 30 rotations performed. The lead was pulled out of the body, where we could see that in fact it had retracted appropriately. The implanter therefore requested a new lead. The implanter was not satisfied the lead would be fully extended under the fluoroscopic markers. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).